Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of pump data by tandem technical support showed the pump depleted form 70% to 5% within a few hours. Customer reported blood glucose level was 87 (mg/dl). Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.